Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred approximately three hours after the start of treatment. The blood leak was reported to be external. The blood leak (as described) was coming from the connection of the header/end-cap to the body of the device, as depicted in a provided diagram. No alarm occurred. The machine in use was a fresenius 5008. Fresenius bloodlines were also in use. There was no damage observed on the dialyzer. It was reportedly not possible to quantify the amount of blood loss the patient experienced. The patient did not complete their treatment; they ran for three hours instead of four hours. There was no report of any serious patient injury or harm due to the blood leak event. The sample was confirmed to be available to be returned for manufacturer evaluation.